Event description:
Additional information received from the health care provider (hcp) reported that the pump contained lioresal at a refill on (B)(6) 2015, but the drug was changed to gablofen at a refill on (B)(6) 2015. Gablofen was in the pump at the time of the elective replacement indicator (eri) on (B)(6) 2015. No additional information was reported regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (800 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. At the pump refill in (B)(6) 2015, the eri was at 33 months. During the pump refill today, the elective replacement indicator (eri) occurred prematurely on (B)(6) 2015. There were no resets or motor stalls found in the event logs and there had been no large changes in the dose or concentration that the representative was aware of. It was thought the intrathecal baclofen in the pump reservoir may be gablofen. Follow-up has been initiated to clarify the brand of baclofen at the time of the event. The device was returned to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
As received the pump reservoir had 35 ml of fluid and running in the flex dose infusion mode. On the printout (ip) was an eri event, see ip. A motor stall recovery was also seen on the ip log. During the internal decontamination the pump was programmed to max rate (24,000 ul/day) and reset during this step. Hybrid function was tested with the original battery, static current drain was within spec while the dynamic current drain was unable to be measured because the pump reset. Hybrid function was tested with known good battery source, both static and dynamic current drain within spec. Battery resistance testing was performed and the battery was found to have high resistance and was the cause of the premature eri. Destructive analysis was finished out and no further anomalies noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.